Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15248. It was reported the patient is experiencing inadequate stimulation. The patient's pain pattern was bilateral arms. The patient indicates he now needs increased stimulation in his left arm, but the stimulation is stronger in the right. The sjm representative met with the patient for reprogramming. Reprogramming was not able to increase the coverage of the patient's left arm without causing uncomfortable stimulation in the patient's right arm. The patient's programmer was also displaying a low battery warning. X-rays were to be taken as the next course of action. The patient stated he is interested in pursing surgical intervention at a later date to address this issue.